Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Patient reported left side "rupture." Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Patient reported left side "rupture per MRI implant exchange." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: creases were observed. Additional observations: deformation observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient later reported "device was found to be intact and folded on itself". Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.